Event description:
It was reported that the customer had a high blood glucose and keypad anomaly on the insulin pump. The customer's blood glucose was 282 mg/dl. The customer was treated with insulin pump gave bolus of 10 units. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised that the high blood glucose are often caused by site/set issues. The customer reported also that the button is not working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to aback up plan per healthcare provider instruction. The customer was advised that we will sent replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.